Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurate results when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately low when tested with control solution (cs) at 8:30am on (B)(6) 2015 when she obtained an out of range cs result of ¿120 mg/dl. The patient manages her diabetes with a combination of medication, including humalog insulin. She reported, also at 8:30am on (B)(6) 2015, she consumed more food/drink. She alleged, 10 minutes later, she developed symptoms of ¿shakiness¿. She denied receiving any treatment for her symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and she described the correct testing steps. She was using the correct control solution; however, the control solution had expired or been stored incorrectly. Replacement products were sent to the patient. From the information provided there is no indication that there was any malfunction of lfs¿ products as the patient¿s control solution had expired or been stored incorrectly. However, this complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged cs issue began.